Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. Patient claimed that upon removal of the sensor pod, the sensor wire fell off the pod. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation and photographs were taken. The device was visually inspected and the sensor wire was determined to be detached from the housing puck. The customer complaint was confirmed.